Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device exhibited myopotential oversensing. Programming changes were made and the issue was resolved.